Event description:
It was reported that during mdrd inspection it was discovered the device was no longer functional. There was no patient consequence. During manufacturer's investigation of the returned device it was identified that the lps inserter extractor has the shaft slightly bent and the threads stripped.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: the product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the lps inserter extractor has the shaft slightly bent and the threads stripped. Additionally, signs of heavy impactions can be looked on the surface of the device and signs of worn can be seen in the whole surface of the device consistent with the usage of it. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like [hitting heavy off-axis on the handle anvil, using forceps/pincers/tweezers on the radel handle, hitting from the bottom up]. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lps inserter extractor would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.